Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented to a follow-up after receiving inappropriate hv therapy due to oversensing. It was discussed that the sensitivity settings of the device should be adjusted. The device remains implanted. The current patient condition is good.